Event description:
It was reported that the device could not be interrogated during an in-clinic visit for a symptomatic patient experiencing diaphragmatic stimulation. After multiple attempts, the device was then explanted and replaced due to patient developing infection. The patient is now in a long term care facility.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.